Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn in the outpatient infusion center initiated a taxol infusion to be administered at a rate of 83.3 ml/hr. The nurse went to lunch and did a handoff to another rn. Upon return from lunch the nurse noted that the pump settings were no longer at 83.3 ml/hr and the medication was infusing at 500 ml/hr. The covering rn states that she did not make any changes to the pump setting. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an unintended rate change was confirmed. Analysis of the pcu event log shows that at 10:25 am on (B)(6) 2017 the pump module was programmed to infuse 0.9% nacl at a rate of 10ml/hr. At 12:29 pm the user changed the rate of the primary infusion to 500ml/hr and started the infusion. At 12:33 pm a remote IV request was received for a secondary infusion of paclitaxel to infuse at 83.3ml/hr with a vtbi of 250ml. The user started the secondary infusion. At 12:34 pm, the user changed the vtbi of the paclitaxel infusion to 20ml. At 12:49 pm, the secondary infusion completed and the device transitioned to the primary infusion rate of 500ml/hr. Functional testing was performed and the device was delivering fluid outside of specification on the low side (underinfusing). This was resolved after rate accuracy calibration. The root cause of the reported unintended rate change was user programming.

Event description:
The infusion was in 250ml to infuse for 3 hours. The patient experienced abdominal cramps and nausea and required an md order of 1l ns to be infused.